Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited an error code. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to a previous repair. Visual inspection found that the tamper seal intact. Evidence of the reported problem in the event history log was unavailable. The reported problem was duplicated. Pump goes directly to error code screen; it was verified that a corrupted memory protection board was the cause of the reported issue. For corrective action the memory protection board was replaced. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Correction:d4: model number: 2120.